Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was burned by hot water. Skin grafting was performed but part of the graft failed, so skin grafting was performed again. Granular tissues didn't grow around elbow where a skin graft didn't get adhered. Pico dressing was used where it had an ulcer. While the dressing was changed, it was noticed that underneath of all skin graft it had ecchymoma. Patient has since changed the treatment with b-fgf and allevyn gentle border and other medicine. After 7 days, the ecchymoma was absorbed and reduced. The emergency medical treatment team has treated the patient and they believe that steroids could have affected the wound and it was the reason for grafting failure and cause of ecchymoma.